Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05034. The pt received his scs ipg on (B)(6) 2006. The pt also received two percutaneous leads (from the same lot), but the implant date is unk. It was reported the pt was no longer receiving stimulation from the scs sys. He would also experience overstimulation when he activated the scs sys. As a result, the pt underwent surgical intervention. During the surgery, the dr found both leads had migrated to the ipg pocket. The entire scs sys was explanted and replaced.

Manufacturer narrative:
Eval results: a visual insp of the ipg confirmed no damage to the casing or silicone header had occurred. The ipg was subjected to mechanical and electrical testing and passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.